Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occured. The 90% stenosed lesion was located in the calcified and moderately tortuous artery below the knee. After crossing the lesion with a 1.5mm x 20mm coyote es balloon the device was inflated. During first inflation the balloon ruptured at 10atm. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: above 18 years old. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).